Manufacturer narrative:
(B)(4). Date sent 1/27/2026. D4 batch #a97r96. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the el5ml device was returned with no apparent damage, and the tyvek was returned along with the instrument. During functional testing, the device was cycled and it fed and formed eleven (11) conforming clips; the jaws opened and closed without any difficulties, and the device locked out as intended. As part of ees quality process all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reached on the cause of the reported event. Users are advised not to excessively twist or torque the instrument jaws when positioning or firing the instrument on a tubular structure or vessel, as excessive twisting or torquing may result in clip malformation. Do not insert the clip applier through a trocar if a clip is present in the jaws, as this may result in clip malformation, dislodged clips, or damage to the instrument. If a clip is present in the jaws, fully squeeze the trigger against the handle, then fully release the trigger to release the clip from the jaws before inserting the device through the trocar. The event described could not be confirmed as the device was returned without detectable damage. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. A manufacturing record evaluation was performed for the finished device batch a97r96 number, and no non-conformances were identified.

Event description:
It was reported that during an unk procedure, the clip is bent during firing. No patient consequences were reported.

Manufacturer narrative:
(B)(4). Date sent: 1/8/2026. B3: exact event date unk, entered 1/1/2025 as only the year was provided. D4: batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.